Event description:
It was reported that after successful coronary stent deployment, the balloon became stuck in the stent. The shaft of the catheter broke during removal and a portion remained in the pt. The pt went to surgery for removal. Pt status is listed as "okay".